Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the system stopped ventilating with no alarm. There was no report of patient injury.

Manufacturer narrative:
Additional information was received stating that mechanical ventilation was still working and available at the time of the this event. Re-review of this event based on the additional information concludes that this is not a reportable malfunction. This event is not reportable.